Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Injury in mouth [mouth injury]. Brush fell apart in mouth [device breakage]. Brush fell apart in mouth and injured mouth due to metal pin [injury associated with device]. Case description: an adult male reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b flexisoft brushhead fell apart into its individual pieces, and he had a mild injury in his mouth area due to the metal pin. The case outcome was unknown. No further information was provided.

Manufacturer narrative:
14-oct-2015 reporter returned 4 oral-b power brush heads. Toothbrush heads confirmed to be counterfeit.

Event description:
Injury in mouth [mouth injury]. Brush fell apart in mouth [device breakage]. Brush fell apart in mouth and injured mouth due to metal pin [injury associated with device]. Product counterfeit [product counterfeit]. Case description: an adult male reported that while using an oral-b rechargeable toothbrush, version unknown, the oral-b flexisoft brushhead fell apart into its individual pieces, and he had a mild injury in his mouth area due to the metal pin. The case outcome was unknown. No further information was provided. 18-sep-2015 received follow-up: the reporter used concomitant product oral-b professional care rechargeable toothbrush. No further information was provided.